Event description:
It was reported, the gastrovideoscope during cleaning and disinfection had the cleaning connectors of the oer-3 damaged. The cleaning tubes were in a condition that could be attached and it was unclear whether the scopes that were cleaned in a damaged state, were used on patients. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The unspecified procedure was completed using a same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was not returned to olympus for inspection. An on-site inspection was carried out and found that the customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: endoscope reprocessor oer-3 (acecide 6% disinfectant solution) chapter 3 inspection before use 3.2 inspecting the equipment¿s connectors do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.